Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 5 years, 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2011. On (B)(6) 2016, it was reported that there was a tear in the percutaneous lead. The patient was asymptomatic. The photographs submitted by the customer showed external damage to the percutaneous lead near the distal end bend relief. An external percutaneous lead repair was subsequently performed by the manufacturer's technical services representatives on (B)(6) 2016. It was reported no alarms occurred before the repair, and that no immediate alarms occurred after the repair when the patient was connected to a power module. On (B)(6) 2016, it was reported that low speed/pump off events had occurred after the percutaneous lead repair. A log file submitted by the manufacturer's technical services representative confirmed the reported low speed/pump off events on the morning of (B)(6) 2016. These events occurred while the system was connected to the power module via a patient cable. No further information was provided.

Manufacturer narrative:
Describe event or problem: additional information. Device available for evaluation and device evaluated by MFR?: correction. It was initially reported that the device was not returning for evaluation. Subsequently, the replaced portions of the percutaneous lead were received. Both replaced portions of the percutaneous lead (lead) were received for evaluation. From the first repair, approximately 8 inches of lead from the distal end was returned for investigation. The low speed operation, pump stop, and driveline fault alarms were confirmed per the evaluation of submitted log files. Evaluation of the returned portion identified tears on the outer silicone jacket along with metal shielding breakdown approximately 2.5 inches from the metal connector. No further damage was identified. Electrical continuity testing did not reveal any discontinuities or shorts. The lead was submerged in a saline bath for high-potential testing and no current leakage in the insulation of any of the wires was found that would have resulted in an electrical short. Review of the log files from the time between the first and the second replacement procedures confirmed the reported alarms. Evaluation of the returned portion of the lead identified tears on the outer silicone jacket proximal to the previous repair site. No further damage was identified. Electrical continuity testing did not reveal any discontinuities or shorts. The lead was submerged in a saline bath for high-potential testing. The test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. Due to no compromise being found on either of the returned portions of the percutaneous lead, the patient was provided with an ungrounded patient cable for use with the power module. The patient remains on lvad support and no further related events have been reported. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that on (B)(6) 2016, the patient received a driveline fault alarm. On 09/26/2016, the manufacturer's technical service representatives performed a percutaneous lead evaluation and repair. The removed portion of the percutaneous lead began approximately 4 inches from the driveline skin exit site. Post-repair, no alarms were duplicated. On 09/28/2016, review of a system controller log file found no driveline fault alarms were recorded since the percutaneous lead repair. The replaced portion of the percutaneous lead was returned to the manufacturer for analysis. No damage was able to be confirmed through preliminary analysis. The customer requested an ungrounded patient cable for use with the power module. A driveline fault alarm reoccurred on (B)(6) 2016.